Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system presented with a bottle holder drop, a footswitch range that is irregular, vacuum that is too strong, and the phacoemulsification was erratic during a procedure. The patient experienced a chamber collapse. The surgery was completed with no patient harm. This report is for the fourth patient from this facility.

Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿the customer reported that ¿during quadrant removal, the bottle holder suddenly dropped from 90cms to 0cms causing the anterior chamber (ac) to collapse. The bottle was restored to initial height and procedure finished with no complications. The procedure was listed as a cataract removal and iol implantation. The density of the cataract was listed as ¿normal.¿ the case was completed with delays. Additionally, the foot pedal range was listed as ¿irregular and had changed¿ during procedure. The customer restored the initial bottle height, and rebooted the system. The memory in the system switched to registrar settings, with limited success. The field service engineer suggested this could be an issue with the footswitch. However, there is no request for service on the system listed for this time frame. Additional, related information was requested but was not obtained. The operators manual states if the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. The operators manual also warns the use of non-company surgical reusable or disposable I/a handpieces that do not meet company's surgical specifications, or use of an company handpiece not specified for use with the company system, may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Exceeding the recommended level of 100 mmhg with a 0.5 mm or larger I/a tip may cause anterior chamber shallowing and/or incarceration or tearing of the posterior capsule. Anterior chamber stability is primarily influenced by the balance between influx of irrigating fluid and its efflux through the main corneal incision and side ports. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase and or chamber collapse. As the patient¿s medical or ocular history were not provided, it is unknown if the patient had preexisting comorbidity that would predispose chamber instability or intraoperative floppy iris syndrome (ifis).¿ product evaluation the customer called the company representative to assist with troubleshooting. The customer ordered replacement footswitch to be sent to them for installation. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).